Event description:
It was reported the customer received an excessive no delivery alarm. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms were noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and with broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).